Event description:
(B)(4) clinical study. It was reported that during a coronary stenting treatment procedure, stent incomplete apposition occurred. Lesion 1 was located in the mid and distal right coronary artery (rca). The 85% stenosed unspecified target lesion was 8.5mm in reference vessel diameter and 28mm long. The lesion was treated with predilation and placement of a 3.5x32mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the proximal right coronary artery. The 70% stenosed unspecified target lesion was 3.5mm in reference vessel diameter and 6mm long. The lesion was treated with direct stent placement and a 3.50x8mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was located in the mid and distal left anterior descending (lad). The 70% stenosed unspecified target lesion was 2.75mm in reference vessel diameter and 12mm long. The lesion was treated with direct stent placement of a 2.75x32mm taxus liberte stent with 0% residual stenosis. Lesion 4 was located in the 1st diagonal. The 90% stenosed mildly tortuous unspecified lesion was 2.25mm in reference vessel diameter and 21 mm long. The lesion was treated with direct stent placement and 2.25x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. "Use of a double wire technique for the lesions in the diagonal and lad which resulted in "pinching of the ostium" of the 1st diagonal branch." Balloon angioplasty was used on the ostium of the 1st diagonal through a cell in the stent in the lad. During the index, post stent placement intravascular ultrasound (ivus) revealed incomplete apposition of the 2.25x24mm taxus liberte stent. Post-dilation was performed with a non compliant balloon. Final outcome was optimal confirmed by ivus. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).